Event description:
The pt received her scs system on (B)(6) 2010. It was reported that she is unable to communicate with her ipg using multiple programmers and charging systems. On (B)(6) 2010, the physician replaced the pt's ipg. The explanted device was returned to the MFR on (B)(6) 2010.

Manufacturer narrative:
Eval: as received, the ipg was non-functional. Upon opening of the ipg can, a battery leak was observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.